Manufacturer narrative:
(B)(4). It was reported that patient underwent a laparoscopic ventral hernia repair procedure on 10/17/2011 mesh was used. During (B)(6) 2012 the patient experienced pain and swelling. The patient had a reoperation on (B)(6) 2012 and a new mesh was placed into the patient. The patient is currently without any issues.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent a hernia repair surgery on an unknown date and mesh was used. The patient underwent a scope procedure several months later. It was noted during the procedure that the mesh had a hole in the middle and there were adhesions surrounding the defect. Additional information has been requested.